Event description:
Baxter (B)(4) received a report that the syringe device used to fill an infusor broke off at the fill port, during filling. The device was filled with a solution of 50 mg of oxfast(oxycodone hydrochloride hydrate), 10 mg oxfast(oxycodone hydrochloride hydrate), linton ((B)(6) brand of haloperidol), and 33 ml of wfi (water for injection). There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. The injector (syringe) was not returned with the unit for evaluation. Visual examination confirmed the reported condition of a syringe broken and stuck inside the fill port. The root cause was determined to be excess torque. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.